Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high impedance in bipolar and unipolar mode. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information receivedindicated approximately ten months later the rv lead alert triggered for high impedance. It was also indicated that the rv lead exhibited high thresholds. The rv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was returned for evaluation. Follow up revealed stable numbers. The patient was scheduled for rv lead extraction. Re-implant of new rv lead at generator change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the rv lead exhibited high impedance noted as chronically high. The rv lead was partially extracted, and the lead tip left in patient due to scarring.